Manufacturer narrative:
Gehc recommended replacement of the flow sensors. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit had a failure that affected mechanical ventilation. The anesthesia machine was replaced. There was no reported patient injury.